Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recuring incontinence and urethral erosion. The aus was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff was microscopically inspected and leak testing. It was identified to have folds. Cuff passed leakage test. Balloon was visually inspected, and it was identified to be non-spherical. Balloon passed leak testing. The balloon did not pass functional testing as the pressure was found to be below specification. The pump passed visual inspection, leakage, and functional testing. The investigation conclusion code of known inherent risk of device was chosen as the allegation relates to urinary incontinence and erosion, which are addressed in our labeling and risk documentation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recuring incontinence and urethral erosion. The aus was explanted and replaced. There were no additional patient complications reported.